Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer leaked approximately 400 ml of a clear fluid. The leak was mostly from the front right side of the instrument and was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results or treatment. The customer later indicated the instrument was no longer leaking fluid but was having low vacuum errors. The field service engineer (fse) upon arrival found that the customer had reattached tubing that had popped off at valve (vl46a) and resolved the leak issue. The fse found that the low vacuum was stable. The repair was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).